Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the highly calcified left anterior descending (lad) artery. A 38x3.0mm taxus liberte long stent delivery system (sds) was advanced but could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, analysis of the 38x3.0mm taxus liberte sds revealed the stent was damaged and had moved on the balloon.

Manufacturer narrative:
Age at time of event- 18 years or older. Device is a combination product. Device evaluated by manufacturer- examination of the returned complaint device revealed stent and tip damage. There were two struts in the first row from the proximal end that were flared and bent back distally. Also, the stent had moved distally on the balloon approximately 1mm. Further examination of the device revealed tip damage. There was blood visible in the distal shaft. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).